Event description:
During a review of the patient's programming history, it was noted that a faulted system diagnostic test was performed on (B)(6) 2005. Although a final interrogation was performed after this test, the patient's settings were not corrected and the patient left with an inefficacious duty cycle. The patient's duty cycle was corrected on the next recorded visit of (B)(6) 2006.

Manufacturer narrative:
Analysis of programming history.